Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was indicated that the customer possibly experienced elevated blood glucose (bg) level above 600 (mg/dl). Customer declined to complete any troubleshooting with tandem technical support at the time event was reported. During follow-up with the customer, additional information was requested; however, no further information was provided on reported event.